Event description:
Customer's husband reports back to back testing to a professional meter while using the aviva system with results of 160 mg/dl on customer's meter and 90 mg/dl on professional meter. No quality controls were run during the call. No adverse event reported. Customer no longer has strips; a replacement was sent.